Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the surgeon believes the readmissions and post-operative complications were due to the elderly age of the patient and misuse of anticoagulant medications. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the device logs for the instruments used during the reported procedure was conducted. The endoscope and all of the multi-use instruments used in the procedure were used in subsequent procedures. A site history review shows no complaint filed against any of the instruments or the endoscope.

Event description:
It was reported that after a da vinci assisted radical salvage prostatectomy procedure, the procedure was completed robotically and the patient was discharged; however, the patient returned to the hospital requiring a readmission for treatment of a peptic ulcer, and a second readmission due to an intrabdominal hematoma. A potentially contributory factor, during the post-operative period, was that the cardiologist started the patient on a blood thinner medication due to a previous heart attack/fibrillation. Post-operative day 6, the patient began experiencing melena and diarrhea; to which the patient returned to the hospital on post-operative day 8, experiencing additional symptoms of fatigue, syncope, and general malaise. The patient was readmitted due to anticoagulant abuse, and an upper digestive endoscopy was performed, which revealed mild enanthematous antral gastritis; indicating 2 active pre-pyloric ulcers without stigmata but was at a high risk for rebleeding. The blood loss in unknown, but the patient did not require a transfusion of blood products; and the issue was resolved with conservative clinical treatment and the patient was discharged 2 days later. Post-operative day 15, the patient returned to the hospital a second time, and a clinical exam revealed the patient had a subcutaneous hematoma in the hypochondrium and pain upon palpation of the area. A laparoscopy procedure was performed, which showed there were some adhesions of the small intestine loops in the pelvis and presence of organized blood collection in the anterior pelvis wall that was blocked by the omentum. The adhesions were released and 700ml of blood content was drained. Local lavage was performed around the anterior pelvis wall and a penrose drain was placed. There were no post-operative complications, however the patient is currently still hospitalized. Approximately a month post-operative of the initial robotic procedure, additional information was provided, that the patient has since been discharged. According to the surgeon, there is no concern about this event causing any long-term complications, and the cause of the event was related to the age of the patient being elderly and misuse of medications post-operatively. The surgeon does not believe the reported event was caused by a malfunction of a da vinci system, instrument, and/or accessory.